Manufacturer narrative:
(B)(4) captures the reportable event of surgery.

Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads exhibited high out of range pacing impedance measurements of greater than 2000 ohms. Both leads were determined to be fractured at the subclavian area. A revision procedure was performed where both the ra and rv leads were explanted. The patient was upgraded from a pacemaker to an implantable cardioverter defibrillator (ICD) during the lead revision procedure. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that, based on clinically-observed high impedance measurements, this lead may be damaged, possibly due to entrapment in the clavicular/first-rib area. Please refer to the description for more information regarding the specific circumstances of this event. Upon receipt at our post market quality assurance laboratory, visual inspection revealed the lead was returned in two segments and severed at approximately 30.5 cm from the terminal end. .an x-ray showed a conductor fracture at approximately 29 cm from the terminal end. In this case, we believe the stress was the result of clavicular/first-rib entrapment. The reported high impedance measurements were likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads exhibited high out of range pacing impedance measurements of greater than 2000 ohms. Both leads were determined to be fractured at the subclavian area. A revision procedure was performed where both the ra and rv leads were explanted. The patient was upgraded from a pacemaker to an implantable cardioverter defibrillator (ICD) during the lead revision procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that, based on clinically-observed high impedance measurements, this lead may be damaged, possibly due to entrapment in the clavicular/first-rib area. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads exhibited high out of range pacing impedance measurements of greater than 2000 ohms. Both leads were determined to be fractured at the subclavian area. A revision procedure was performed where both the ra and rv leads were explanted. The patient was upgraded from a pacemaker to an implantable cardioverter defibrillator (ICD) during the lead revision procedure. No additional adverse patient effects were reported.